Event description:
It was reported that the patient had fallen in the hospital. The pulse generator was interrogated and atrial noise was observed during pocket manipulation. The noise could not be reproduced. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.